Event description:
Hosp personnel were performing a procedure on a pt in the cardiac catheterization laboratory. Two countershocks were delivered to the pt using defibrillation electrodes, however the device allegedly did not deliver energy to the pt. This opinion was based on a lack of expected muscular reaction to defibrillation. A back up defibrillator was obtained and the pt was successfully converted to a sinus rhythm. The reporter stated there were no adverse effects to the pt as result of the alleged malfunction.